Manufacturer narrative:
Device evaluated by MFR. : promus elite ous mr 28 x 3.00mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage with struts lifted on the proximal and distal end. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 07jul2021. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion with a significant bend of 90 degrees was located in the severely tortuous left circumflex artery. A 28 x 3.00mm promus elite mr drug eluting stent was advanced for treatment. However, the stent was unable to cross the lesion due to the severe bend and tortuosity of the artery. The procedure was completed with another device and no patient complications were reported. However, returned device analysis revealed stent damage.